Event description:
Healthcare professional reported a lap-band system leak when the pt was presented with "increased hunger." The entire lap-band system was explanted and replaced.

Manufacturer narrative:
Taper ii. The access port connector associated with this report was discarded after surgery by the reporter. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number.